Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two plates broke post op. This is the complaint for the second broken plate. The first broken plate is reported on complaint number (B)(4). Product was received for investigation along with five intact screws. No further information was provided. This report is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Implant on unknown date. Subject device has been received and is currently in the evaluation process. Investigation is ongoing and no conclusion could be drawn. The manufacturing documents have been reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided). Constantly alternating loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of 1/3 tubular plate 3.5. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects.